Manufacturer narrative:
A1 patient identifier: complete sample ID is (B)(6). This report is being filed on an international product, list number 07p70-77 that has a similar product distributed in the us, list number 707p70 , with 510k/PMA/bla number k173122. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated alinity I free t4 and provided the following data: sample ID (B)(6) initial free t4 test result was 21.00pmol/l. It was reported that this result was higher than expected and inconsistent with other results. The customer retested the sample, and the result was 11.12pmol/l. Customer reference range: 9.01-19.05pmol/l. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Event description:
The customer reported false elevated alinity I free t4 and provided the following data: sample ID (B)(6), initial free t4 test result was 21.00pmol/l. It was reported that this result was higher than expected and inconsistent with other results. The customer retested the sample, and the result was 11.12pmol/l. Customer reference range: 9.01-19.05pmol/l. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation for false elevated alinity I free t4 results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending data for the alinity I free t4 assay did identify an increase in complaints. Additionally, an increase in complaint activity was identified for reagent lot 68382ud03. However, testing was performed utilizing a retained kit and all testing passed indicating the reagent lot is performing as expected. The device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the likely cause list number. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the alinity I free t4 assay for lot 68382ud03 was identified.